Event description:
A customer reported an alarm related to the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and arranged for a pump replacement. In the interim, they completed a pump reset with the customer to address the issue and advised that if any problems occur before the replacement arrives, the customer should report them. No further action was required at that time.